Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a patient notifier alert. Normal device outputs were seen, but noise was noted on the rv lead. The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory after performing longevity calculations. Analysis of the device confirmed that the cause of the premature battery depletion was due to a firmware issue that caused the rf circuitry stay in high current state that drained the battery.